Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 305 mg/dl, then 260 mg/dl. Customer also reported no delivery alarm on the insulin pump. Customer declined troubleshooting for the high blood glucose, no delivery alarm and bent cannula on infusion set. The insulin pump will not be returned for analysis.